Event description:
It was reported that the ventricular lead triggered a lead warning for low impedance and a polarity switch to unipolar occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, (B)(6) 2007. (B)(4).